Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous obtuse marginal (om) artery. A ht floppy es guide wire was used during a procedure where an intervention was successfully performed. At the end of the procedure when the devices were removed from the anatomy, it was noted that the tip of the guide wire had separated and remained in the om. There was no reported resistance advancing or removing the guide wire. Attempts were made to remove the tip with a snare device but it could not be removed and remains in the om. The procedure was completed at this time without additional treatment. There was a clinically significant delay in the procedure due to the attempts to remove the tip. No additional information was provided.